Event description:
The patient had a lesion in the mildly calcified and moderately tortuous, 80% left anterior descending branch. An atw guidewire was positioned through the stenotic part of the artery and everything went as usual. The distal part of the guidewire broke off in the distal part of the left coronary and got stuck there. It was not possible to remove the separated segment of the wire. The patient experienced a transmural myocardial infarction and is in serious condition.

Manufacturer narrative:
The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.